Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted. Correction to the describe event or problem (b5) field in section b, adverse event/product problem.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead delivered multiple inappropriate shocks. A review of device data showed that during shock delivery, the device recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. The field representative indicated that the patient was shocked for sinus tachycardia and that therapy was exhausted. These inappropriate shocks put this patient into atrial fibrillation (af). Technical services (ts) noted that the available data showed a gradual rise in shock lead impedance reaching out of range values of approximately 150 ohms. Ts recommended lead replacement, advising that the patient may not be adequately protected. The patient was hospitalized and will continue to be monitored. No additional adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead delivered multiple inappropriate shocks. A review of device data showed that during shock delivery, the device recorded a code 1005 which is indicative of an open circuit condition was detected during shock delivery. The field representative indicated that the patient was shocked for sinus tachycardia and that therapy was exhausted. These inappropriate shocks put this patient into atrial fibrillation (af). Technical services (ts) recommended lead replacement, advising that the patient may not be adequately protected. The patient was hospitalized and will continue to be monitored. No additional adverse patient effects were reported. This ICD remains in service.